Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The therapy has been deactivated. It is not decided if the lead will be replaced. Should additional information be received, this file will be updated.